Manufacturer narrative:
This report is submitted on february 20, 2023.

Event description:
Per the clinic, the patient experienced no sound subsequent to sustaining a head trauma on (B)(6) 2022. Hardware exchange and reprogramming attempts were made however, a constant static sound persists. The device was explanted on (B)(6) 2023 and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 17, 2023.